Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a concurrent flow and an under infusion during therapy (dose unknown) in the intensive care unit. The device was programmed to deliver 100 ml of potassium chloride at a rate of 100 ml/hr as a secondary infusion with a glass bottle with a duo vent tubing set. The user reported that it took double the time to infuse the medication. This same patient received 3 antibiotics as a secondary infusion on the same day and the device also took much longer for the antibiotics to infuse (medication, dose, programmed amount and delivery rate unknown). It was also reported that the patient received approximately 250 ml additional fluid from the primary bag (medication, dose, programmed amount and delivery rate unknown) because the pump was pulling from both bags. There was no patient injury or medical intervention associated with this event. No additional information is available.